Manufacturer narrative:
Age at time of event: 40's.

Event description:
It was reported a perforation and an effusion occurred. An intellanav mifi oi ablation catheter was selected for use during an atypical flutter ablation procedure in the left atrium. They made several lines with the ablation catheter and after extensive ablation, they ended up noticing on intracardiac echocardiography (ice) that the patient was starting to build up with fluids. The catheter perforated the left superior pulmonary vein. It was unknown when the catheter perforated; there had not been any resistance felt on the catheter. The cause of the perforation/effusion was noted to have been difficult anatomy. At first, the physician was going to "keep an eye on it." However, they ended up draining over 3 liters of blood and the patient needed to go into the operating room to get have the perforation closed. The patient was stable.